Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had damage around the charging port and the plastic was coming off around it. Customer's blood glucose was 205 mg/dl. Customer continued to use pump for insulin therapy.